Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the superior vena cava and right ventricular (rv) coils of the rv lead exhibited variable impedance, with "wide swings" in impedance noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that the superior vena cava and right ventricular (rv) defibrillation coils of the rv lead exhibited high impedance. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed. Analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
A dual coil lead fracture was later reported. The lead was removed and replaced. No patient complications have been reported as a result of this event.